Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Result: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 81903 with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 81903 was not observed as all samples met specifications.

Event description:
It was reported the bd vacutainer® serum blood collection tubes were fibrin clotting, no report of medical interventions or serious injury.